Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. During a device changeout procedure, the lead was capped and replaced. The patient was doing well.